Event description:
When a user deletes a unit detail cmv antigen record, accessing via donor number, the software is not updating the imcmv field in the inventory master data records (invmast) to blanks for the products of the unit. This will happen only for the deletion of unit level "cmv" antigen records.